Event description:
Hill-rom received a report from a hill-rom technician stating the left brake caster is not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the left brake caster not holding most likely due to normal wear and tear of the brake pads. The technician replaced the left brake caster to resolve the issue. Based on this info, no further action is required.